Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapy for sinus tachycardia. Therapy was exhausted and no adverse patient effects were reported. The device was reprogrammed for optimization.